Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device did not switch to battery operation when unplugged for patient transport. The cockpit of the device displayed a failure. No health consequences for the patient reported.